Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician was performing an incision and drainage of a labial abscess on patient and requested a word catheter. She placed the catheter in the abscess and inflated the balloon with a 5cc syringe. The catheter burst. There was no patient injury.